Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Monitor sn (B)(4) was not recovered from the field. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the electrode belt ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing corporation. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 12/18/2012 - reuse. Electrode belt sn (B)(4): 01/16/2012 - reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use prior to the treatment (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4).

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. Supraventricular tachycardia (svt) contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed after the treatment event. The patient continued to wear the lifevest.